Event description:
It was reported that the ilet delivered a ¿connect cgm¿ alert as the user¿s libre 3 plus sensor reached end of life, after which the system entered bg run and dosing stopped; the user subsequently paired a new libre 3 plus via the ilet and mobile app, initiated a 60-minute warm-up, and manually entered a blood glucose value of 278 mg/dl until dosing could resume. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing with continued therapy supported by fingerstick input until cgm connectivity restored. Investigation included customer service troubleshooting and user guidance for cgm replacement, pairing, and warm-up. Investigation of this case revealed that the cgm sensor had expired, the bg run countdown warning occurred as designed, the system stopped dosing as designed, and dosing resumed after successful cgm pairing and warm-up. It was concluded that the device functioned as designed and no device malfunction was identified.